Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. Reprogramming has been performed to resolve the event. The patient was stable.